Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR. Report number 3004209178-2013-91644.

Event description:
The customer stated that she was hospitalized twice due to low blood glucose levels. The customer stated that she had been having discrepancies between the sensor and blood glucose readings. Troubleshooting was performed. Found that the customer uses the sensors for five days or longer. The customer stated that she calibrates every 12 hours. Advised the customer not to use the sensors for more than three days and to calibrate four times a day when blood glucose levels are not moving rapidly. Nothing further was reported.